Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a display anomaly. It was noted that the display was not normal. Customer's blood glucose reading at the time of the incident was unknown. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No display anomaly or missing segments or partial display anomaly noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot, minor scratched and cracked display window.